Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #: icv1210, s/n #: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #: icv1210) perceval heart valve at the time of manufacture and release. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3-6 %. This event is therefore a known, inherent risk of the procedure; however, the root cause of this event remains unknown.

Manufacturer narrative:
Device not explanted.

Event description:
A perceval pvs25 was implanted on (B)(6) 2018. On (B)(6) 2018, the patient experienced av block iii and a pacemaker was implanted. The event character was reported to be "paroxysmal". The event outcome was not pending at the time the manufacturer was notified of the event.